Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following an implant procedure, it was noted that the device went into backup mode due to electrical interference. The firmware software was downloaded to resolve the event and the patient was stable with no consequences reported.